Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset instructions, assisted the customer in resetting the pump, and confirmed that the malfunction did not recur. The customer was informed they could continue using the pump and to contact support if the issue recurred.